Event description:
During the placement of a sapien xt in a pulmonic homograft, significant tracking difficulty caused a kink in the nova flex +, resulting in balloon inflation and deflation difficulty, and subsequent cardiac arrest. Initially, the patient had a homograft placed and needed a valve in the pulmonic position. There was extreme difficulty advancing the delivery system (ds) through the vasculature due to the patient¿s severely tortuous anatomy. The ds was rotated and manipulated and finally the valve was aligned where intended. During valve deployment, there was some difficulty inflating the balloon, so the atrion syringe was switched out for a new syringe. After connecting the second inflation device, the same pressure was required to inflate the balloon. The physician pushed harder and was able to inflate the balloon. However, post inflation, the balloon was unable to deflate. The patient arrested due to the long inflation. The physician tried multiple techniques to deflate the balloon. Finally, with force, the inflated balloon was pulled down and out of the pulmonic position. They were then able to get the balloon deflated and out of the body. During that time the patient started to recover. Immediately an echo was performed and confirmed that the patient was not bleeding. The continuous manipulation of the delivery system while trying to advance the valve caused a kink in the delivery system. This kink was not seen until after procedure. The valve was deployed in its intended position and remained there during all of the procedural complications. No harm was done to the patient and the valve was functioning properly. The patient was discharged 3 days later.

Manufacturer narrative:
The investigation is ongoing, as the device will be returned.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. A kink was confirmed in the distal third of the device. A kink was also confirmed at the crimp balloon. The most relevant testing for this type of complaint would be kink resistance and inflation/deflation testing. As the delivery system was already severely kinked, kink resistance testing was not possible, and any inflation/deflation results would be severely influenced by the position of the delivery system. Attempts to inflate and deflate the device were successful on a table top without bending present. Kinking the device at the crimp balloon and the balloon/flex shaft simultaneously was able to influence the device and cause slow inflation / deflation. Given the condition of the device (stretching/kinking), no relevant dimensional analysis was possible. It should be noted that the delivery systems balloon catheter inflation/deflation capabilities are confirmed during normal manufacturing. No testing can be performed after the installation of the y-connector, since it may cause damage to the balloon pleats and the delivery system will have an interference with the proximal balloon cover. Multiple 100% inspections are performed on assemblies for kinks or other forms of damage. In order to confirm that the balloon inflation/deflation functions work as intended per design, inspections are in place on the final assembly on a sampling basis. Balloon inflation/ deflation time were reviewed for this device, and the results were within the specification limit. The DHR review did not reveal any indication that a manufacturing non-conformance could have potentially been related to the customer complaint. The complaint for inflation and deflation difficulty of the delivery system could not be confirmed under normal operating conditions. Indications that there were severe kinks in both the flex/balloon catheter and crimp balloon were confirmed, and when the device was kinked in these locations, a slow inflation/deflation could be recreated. No manufacturing non-conformances were observed in the delivery system. Complete functional testing per standard operating procedure was not possible due to the condition of the device (severe kinks). The investigation of the device, its DHR, and analysis of the complaint description details all point to patient (tortuous anatomy) or procedural technique (pulmonary valve position and torquing of the device) as the likely main contributors to the complaint. Since this complaint has a low occurrence, and no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during the product evaluation, a corrective and preventative action and a pra are not required. The inflation and deflation difficulty was not confirmed, but no manufacturing non-conformities were found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history for august 2014 did not reveal that occurrence rate exceeds control limits for this failure mode. Therefore, no further action is required.

Event description:
During the placement of a sapien xt in a pulmonic homograft, significant tracking difficulty was noted, causing balloon inflation and deflation difficulty, and subsequent cardiac arrest there was initially some difficulty getting the delivery system (ds) up through the vasculature. The flex catheter was brought back in order get it though the torturous anatomy. Even with the adjustment there was a lot of difficulty advancing the ds. Eventually the nova flex system was manipulated enough to advance it close to the stented segment. With more manipulation, the valve was able to be properly positioned. During valve deployment, there was some difficulty inflating the balloon, so the atrion syringe was switched out for a new syringe. After connecting the second inflation device, the same pressure was required to inflate the balloon. The physician pushed harder and was able to inflate the balloon. However, post inflation, the balloon was unable to deflate. The patient arrested due to the long inflation. The physician tried multiple techniques to deflate the balloon. Finally, with force, the inflated balloon was pulled down and out of the pulmonic position, and the heart moved. Once the balloon was removed, the heart returned to the normal anatomic position. They were then able to get the balloon deflated and out of the body. During that time the patient started to recover. Immediately an echo was performed and confirmed that the patient was not bleeding. The continuous manipulation of the delivery system while trying to advance the valve caused a kink in the delivery system. This kink was not seen until after procedure. The valve landed in its intended position and remained there during all of the complications. No harm was done to the patient and the valve was functioning properly. The patient was discharged 3 days later.